Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. A broken conductor wire is the affected surrounding component. Additional observation reported by site and found related to the primary failure states that the instrument had a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire showed damage which may indicate potential mishandling/misuse. A broken grip cable is the affected adjacent component. The complaint was confirmed by failure analysis. A review of the provided image showed that the conductor wire was fully broken and as a result, the internal wire would be exposed. The image of the instrument also identifies a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a broken steel wire and bipolar wire. The user completed the procedure using a backup with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and found in good condition. There was no loss of cautery and no signs of thermal damage. There was no instrument collision and no fragment fall.